Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an approximately 6.0 cm abdominal aortic a neurysm. It was reported that the patient present emergently with pain. A CT scan showed a junction type iii endoleak between endurant cuffs and the aneurx stent graft. Currently, the patient¿s abdominal aneurysm ruptured. The patient was taken to the or for repair using an endurant aui and limb. However, a type iii or type IV endoleak remained. After multiple attempts to resolve the endoleak, using balloon stents, the decision was made to close and complete the procedure. It was decided open repair would not be performed. The patient expired that day. It was noted that there were multiple stent grafts already in place which made it difficult to obtain seal. The cause of death was reported to be related to the aneurysm rupture. Per the physician, the cause of the type iii separation endoleak was due to lack of apposition, or active fixation, to the existing aneurx device. No additional clinical sequelae were reported.